Manufacturer narrative:
The device has not yet been removed from the pt; therefore, a failure analysis is not available and we are unable at this time to determine if the device met specification, and the relationship between the device and the cause for this event. The complainant was unable to identify a lot/batch number of the device at issue in this complaint; consequently, a ship history review for this customer was performed. This was done to ascertain the last 3 lots shipped to the reporting customer in the six months prior to the procedure date. Three potential lot numbers were identified as possibly being used during this event. The device history records for the lots obtained through the ship history report were reviewed. No anomalies were noted. A review of the january 2008 complaint trend report was performed for the vaxcel plus dialysis product family and the reported defects of "cath not staying in place" and "leakage" failure modes. No adverse trends were identified for either failure mode. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
This event was determined to be a medwatch reportable event based on additional info received from the complainant in 2008. The complainant reported that the hd catheter was successfully implanted in a male pt (age unk) in 2007. A few days later, the catheter was connected to a hemodialyzer for hemodialysis for pt treatment. During this connection process, it was found that the connecting part of the catheter tip was very loose, and that it disconnected from the hemodialyzer after a few minutes. The complainant indicated that the clinicians felt that the catheter tip was too large to secure adequately to the hemodialyzer. The nurse then used medical tape to attach the tip during the pt's hemodialysis for pt safety and treatment. The pt was then admitted to the facility's ICU department. The device has not yet been removed from the pt. There was no indication from the complainant that there were any additional adverse affect to the pt as a result of the reported problem.